Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. On the same day as event onset, the patient was hospitalized. Treatment for the event was not reported. At the time of this report, the patient was recovering. Pd therapy was ongoing. Additional information is not available.